Manufacturer narrative:
A device history record was reviewed for the suspected contour® plus meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer from mexico reported that she obtained blood glucose readings of 191 mg/dl at 3:28 p.m. And 92 mg/dl at 3:30 p.m. With the contour® plus meter. The customer was experiencing symptoms of hyperglycemia which was described as blurry vision, dizziness and headache. The customer visited a doctor who performed a blood glucose test with an alternate meter and obtained a reading of 380 mg/dl. The customer was given an intravenous infusion of insulin in the hospital, where they stayed for 4 to 5 hours. Following the treatment, the customer's glucose levels were stabilized. The doctor advised her to exercise and avoid high-carbohydrate foods. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer used contour® plus test strips from lot # 2hqhh06c which expired in aug-2024. As per the contour® plus meter user guide, "do not use expired materials. Using expired material can cause inaccurate results. Always check the expiration dates on your test strips." Additionally, a device history record was reviewed for the suspected contour plus test strips and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Sku # 7706 of the contour® plus test strips is only available in mexico; therefore, the UDI # is not applicable. The contour® plus test strips used with the contour® plus meter is similar to the contour® next test strips used with the contour® next meter available in the us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.